Event description:
A report was received that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement and was reportedly doing well following procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery was depleting its charge within the typical ipg battery depletion rate.

Event description:
A report was received that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement and was reportedly doing well following procedure.